Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via left femoral artery in a 74-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 3 of support, while in the intensive care unit, it was reported the pump was displaced from the ventricle because the volume inside the ventricle had decreased. The device was explanted. The positioning issue is conservatively reported for hemodynamic instability as it prompted premature explant, but there was no lasting harm or injury reported.

Manufacturer narrative:
Corrected information were provided in b1 (is product problem), and d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 and d4. Upon review, the brand name and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position is likely patient condition related since patient having decreased volume status in ventricle caused the impella device to be displaced out of position.